Event description:
Procedure: laparoscopic assisted distal gastrectomy according to the reporter: no problem in the initial firing. After the second firing was done, the jaw was opened by pressing the white button and the articulation of sulu was returned to the neutral position with pressing both of blue and white buttons. The instrument could be removed from the patient with the jaw closed by pressing the blue button. Then a doctor confirmed the blue status indicator lamp and the cartridge indicator lamps of idrvultra1 were lit up. No reaction was confirmed even by pushing any button in the handle device. The jaw still remained to be closed and could not be opened again for release of sulu from the handle. After replacement of battery it performed the self-check test and the jaws could be opened. Then the sulu could be detached from the handle device normally. Later the same failure event occurred recurrently after idrvultra1 performed to complete the 4th, 5th and 6th firing. No problem in performance in the concerning idrvultra1 to complete each firing. The same problem was duplicated each time at trying to release the sulu. The second battery was no more replaced for new one but was detached and reset again on the same idrive handle to try again. As a result the concerning idrive handle and the second battery were used continuously to complete the case. No patient harm. The patient current status: good operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The jaws would not open once outside the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).